Event description:
A customer reported that their AED had no voice. They reported that this did not occur during patient use.

Manufacturer narrative:
The electronic log files from the AED have not been provided and the device has not been returned. The cause of the complaint is not known. Based on the fact that this AED is well beyond its 10-year design life, the customer was advised to remove the AED from service.